Event description:
As reported, female patient had a removed poly for excessive wear. Poly noticed on x-ray for being worn. Patient was revised to a new poly. All parts and pieces were removed. None fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. The device is not available for evaluation due to hospital policy.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported was likely due to prosthesis wear secondary to rotational malalignment. However, this cannot be confirmed as the device was not available for evaluation and additional clinical information was not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.